Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing. Programming changes were made to the primary sensing vector and when the patient got up to leave the clinic, the device delivered additional inappropriate shocks due to continued t-wave oversensing. The primary sense vector was again reprogrammed, however, the patient requested shock therapy be programmed off. Shock therapy was programmed off and the patient will be seen in clinic on an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.